Event description:
The customer reported an incident of gastric perforation. The item code and lot number involved are unknown. Per the reporter, this incident dates back to the beginning of 2023 and it is impossible for them to access additional details or the child's file.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be inspected to evaluate product functionality or determine the root cause. The manufacturing process was reviewed, and no abnormal conditions were found that could trigger the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.